Event description:
Liebel flarsheim customer support reports via e-mail that customer called to report; during CT scan, a pt started feeling sick, they stopped injection and they believe they injected air. Customer discarded syringe and tubing. Liebel flarsheim field support engineer report indicates that the pt was admitted feeling ill. 6/9: lf fse service report states that fse was told by staff that pt was admitted to hosp in good condition. Contact attempts with voice mails to customer for additional procedural and pt info has yielded no response from customer. 6/16: tyco optiray ade documentation source reports that contact with customer provided the following info: the event was very thoroughly investigated, and was found to be strictly operator error. It was not considered to be related to optiray or the syringe.

Manufacturer narrative:
Liebel flarsheim field service engineer report ticket (100-0052441) states: verified proper operation and returned to full service. Checked unit per service manual, 800961-c. Checked ram limits and verified. Checked pressure limits, volume and flow rate. Checked messages, "used prefill syringe" and "have you evacuated all air". Software version powerpak v2.05.